Manufacturer narrative:
11/22/96- supplement report #1 submitted to FDA. Add'l data entered d9. Device eval indicated and codes entered in h3 and h6.

Event description:
The device was applied during an unspecified procedure. The instrument did not fire properly. The hosp has reported that no pt injury occurred.